Manufacturer narrative:
Other - device was lost in transit for return. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was lost in transit for return.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil detachment handle (handle). While advancing the handle over the proximal end of the penumbra smart coil (smart coil) pusher assembly, the physician met resistance but was able to detach the smart coil. However, upon removal of the handle, it became stuck on the smart coil pusher assembly. The physician was able to remove the handle from the pusher assembly by pulling hard on the handle. The procedure continued using a new handle. There was no report of an adverse effect to the patient.